Event description:
Pt underwent diagnostic laparoscopy. During insertion, the right common illiac artery was punctured. The vessel was repaired. Pt was hospitalized for 5 days. Pt was released and is doing well.